Manufacturer narrative:
On (B)(6) 2019, the healthcare professional reported that the left-side implant was found to be intact upon explant. Replacement device: 750cc mentor memorygel breast implant, catalog #:3507504bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 500cc mentor memorygel breast implants and experienced postoperative bilateral-rupture. The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral implant removal on (B)(6) 2019. At the time of this report, mentor has received no information regarding replacement implants. This medwatch form is for the left prothesis.